Manufacturer narrative:
Title: short-term outcomes of single-port versus conventional laparoscopic sleeve gastrectomy: a propensity score matched analysis source: surgical endoscopy (2020) 34:3978¿3985 published online: 8 october 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, (january 2015 to december 2016) this study aimed to assess the outcome of a short-term outcomes of single-port versus conventional laparoscopic sleeve gastrectomy. With regards to morbidity, weight loss, and co-morbidity resolution. From each of these surgical categories, 314 patients were successfully matched which created the ¿matched cohort¿ group. Total matched cohort postoperative outcomes for the spsg category includes: 90 day postoperative complications (27) ; bleeding intra-abdominal or intraluminal 8); dindo-clavien grade > iiia (14) incisional hernia (5). The ¿dindo-clavien > iiia complications¿ included 13 patients; one patient that presented a post-operative hematoma treated by percutaneous drainage under local anesthesia (iiia). Total matched cohort postoperative outcomes for the clsg category includes: 90 day postoperative complications (21) ; bleeding intra-abdominal or intraluminal (8); dindo-clavien grade > iiia (7); incisional hernia (1). The ¿dindo-clavien > iiia complications¿ included 7 patients: two patients that presented a postoperative hematoma treated by percutaneous drainage under local anesthesia (iiia). Short-term outcomes of single-port versus conventional laparoscopic sleeve gastrectomy: a propensity score matched analysis / hadrien tranchart1,2 · lionel rebibo3,4 · martin gaillard1,2 · abdennaceur dhahri3,4 · panagiotis lainas1,2 ·jean-marc regimbeau3,4 · ibrahim dagher1,2 / department of minimally invasive digestive surgery, antoine béclère hospital, ap-hp, 157 rue de la porte de trivaux, 92140 clamart, france / received: 1 march 2019 / accepted: 26 september 2019 / published online: 8 october 2019.